Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # n90v6z the device was received in good physical condition. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. Due to the condition of the device we are unable to investigate further the reposition jaws and reactivate alert screen. The device was disassembled to inspect internal components. It was found that an internal component was misassembled, affecting the functionality of the device. It is likely that this issue occur during our manufacturing process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic abdominal perineal resection procedure, the circulator stated that the device didn't work from the beginning of the case. The gen11 read error code "open jaws and reposition on tissue". Another like device was used to complete the procedure. There were no adverse consequences for the patient.